Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. According to the reporter, on (B)(6) 2026 at approximately 4:00 pm, the patient began experiencing dizziness, nausea, increased thirst, and headache. At that time, the cgm indicated a glucose level of 350 mg/dl. Due to ongoing symptoms, the patient¿s daughter performed a fingerstick blood glucose (fsbg) test using a glucometer, which showed an elevated reading of 600 mg/dl. Further assessment revealed that the patient¿s insulin pump was not functioning properly, and the pump was subsequently replaced. After the pump change, a repeat fsbg measurement showed an increased glucose level of 660 mg/dl, while the dexcom cgm simultaneously displayed 250 mg/dl, indicating a significant discrepancy between readings. The dexcom sensor was calibrated three times. The most recent calibration was performed using an fsbg value of 600 mg/dl, at which time the dexcom displayed a reading of 180 mg/dl. The patient¿s daughter assisted the patient with insulin pump and cgm troubleshooting and administered the ¿manual insulin¿ via the pump to treat the significantly elevated fsbg value of 600 mg/dl. Despite the pump replacement and multiple sensor calibrations, the patient reported no improvement in symptoms. The patient continued to feel tired and sluggish, was unable to stand upright, and demonstrated unsteady gait, described as needing to brace against walls while walking. There was no report of medical intervention during this event. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.